Manufacturer narrative:
Exact therapy date is unknown. Manufacture received notification of the reported event on (B)(6) 2016. Zimmer articular surface with hinge post, catalogue # 00585003014 lot # 60987798 . Zimmer segmental distal femoral component, catalogue # 00585001302 lot# 61943569. Review of the device history records for the femoral component, articular surface, and polyethylene insert did not identify any deviations or anomalies. These devices are used for treatment. Complaint searches were conducted for the femoral component, articular surface, and polyethylene insert. No additional complaints were identified for these part/lot combinations. Compatibility of the implanted devices was assessed with no issues notes. Operative notes were received for the revision surgery, which is when the components related to the events of this complaint were implanted. No deviations from the surgical technique were noted in these operative notes. Per the notes, surgery was successful with excellent stability, joint height and patellar tracking achieved. A field action was conducted in which zimmer provided additional clarifications relating to the instructions for use of the zimmer segmental system and patient conditions that may place excessive loading on the polyethylene insert. Surgical technique and ifus were also updated by zimmer following the field notice. The device in question was implanted prior to this field action. This issue has been investigated and addressed by an internal investigation. The investigation found that the likely root cause was the amount of hyperextension allowed under worst case loading conditions was not recognized as a design input and damage to the poly insert during verification testing was not recognized as a risk since it was outside of the acceptance criteria.

Event description:
It is reported that the patient is experiencing hinge issues and possible hyperextension. The patient is awaiting revision surgery.